Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and slowly rising pacing lead impedance were observed. The patient was asymptomatic. Dft test was successfully performed at a follow-up visit. Capture thresholds were intermittent but the physician elected to leave the lead implanted and active.